Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient's weight at the time of the pump stalls was 58.5kg. It was reported that the cause of the pump stalls was undetermined. The patient was seen by an hcp and instructions were given to the family for the patient to have a follow-up appointment in 1 month to re-interrogate the pump. Resolution of the event was not known at this time.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown concentration and dose) for intractable spasticity via an implantable pump. It was reported that while in for a standard refill the healthcare professional had noticed 3 motor stalls and recoveries in the pump logs. Each lasted 9 minutes and occurred (B)(6) 2023 at 5:11am, (B)(6) 2023 8:57pm, and (B)(6) 2023 at 10:33am. It was reported a pump alarm had not been heard. The patient had not had any symptoms/increase muscle tone. It had been confirmed the patient had no recent MRI's and potential electromagnetic interference had been discussed. It was reported they could remember that 2 of the times the patient had been in bed. Technical services discussed potential phone, ipad/magnetic case as being the source. It was stated they would monitor and it had been discussed to have talks with the physician if the issue persisted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) and company representative (rep) re-reported that the pump had been having motor stalls and recoveries. It had been reported that at first they happened every few months but were now occurring multiple times per day with the longest one lasting 5 hours before it had recovered. There had been no known magnetic exposure and no pattern when the stalls had occurred. The pump had been explanted on (B)(6) 2025.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the patient was in for fill and has had intermittent motor stalls on 2024-01-24, 2024-05-06 all lasted for nine minutes and recovered. The healthcare provider (hcp) stated that because they are so short, patient has not had any issues with withdrawal symptoms. The technical services (tss) discussed possible external causes for motor stall and caller stated she has reviewed them with patient/patient's parent and could not pinpoint a cause. The motor stalls have occurred at different times in the day so there was not a pattern in that regard. The tss discussed talking with patient/patient's parent, and the other pump managing provider if they want to continue to monitor the pump going forward or replace-medical decision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump identified the outlet port o-ring was damaged or missed, which resulted in a leak. Analysis also identified fluid/crystalized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and was consistent with an electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown concentration and dose) for intractable spasticity via an implantable pump. It was reported that while in for a standard refill the healthcare professional had noticed 3 motor stalls and recoveries in the pump logs. Each lasted 9 minutes and occurred (B)(6) 2023 at 5:11am, (B)(6) 2023 8:57pm, and (B)(6) 2023 at 10:33am. It was reported a pump alarm had not been heard. The patient had not had any symptoms/increase muscle tone. It had been confirmed the patient had no recent MRI's and potential electromagnetic interference had been discussed. It was reported they could remember that 2 of the times the patient had been in bed. Technical services discussed potential phone, ipad/magnetic case as being the source. It was stated they would monitor and it had been discussed to have talks with the physician if the issue persisted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.